Event description:
50 y/o history of sudden cardiac death initially with transvenous ID implant on 5/13/93. Pt presented with recent increase in ICD firing. Vent recorder revealed inappropriate shocks for afib at slow rate. Pt admitted to hosp and taken to or 8/20/97 where ICD lead system extracted. During procedure visible fracture of the rate sensing defribillator. Lead was removed. New system implanted.